Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested events were confirmed. The probable cause for errors e116, e117, e118 was determined to be due to corrosion of the motherboard (connector section). The cause of the motherboard (connector section) corrosion was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, the visera 4k uhd camera control unit had error e118 (otv error) occur when the device was switched on. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that error e118 (otv error), error e117 (otv error), and error e116 (otv error) occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.